Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The distal tip was examined under microscopic magnification and the outer catheter and guidewire lumen were noted to be separated from the distal tip. A tear was present distal tip of the outer catheter. The marker band was intact. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for material separation, as the catheter was separated from the distal tip. The investigation was confirmed for torn material, as a tear was observed at the distal tip of the outer catheter. The investigation was inconclusive for device-device incompatibility, as full functional testing could not be performed due to the material separation. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcific and diffuse stenotic lesion beginning in the sfa and extending to the popliteal tibial artery, after approximately two minutes and thirty eight seconds of activation, the recanalization catheter allegedly stopped vibrating. It was further reported that under fluoroscopy the distal tip of the catheter was identified to be allegedly separated; therefore, the catheter was removed. Reportedly, upon removal of the catheter, the health care provider confirmed the distal tip was separated and the outer catheter lumen was allegedly torn. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcific and diffuse stenotic lesion beginning in the sfa and extending to the popliteal tibial artery, after approximately two minutes and thirty eight seconds of activation, the recanalization catheter allegedly stopped vibrating. It was further reported that under fluoroscopy the distal tip of the catheter was identified to be allegedly damaged; therefore, the catheter was retracted. Reportedly, upon removal of the catheter, the health care provider observed the catheter to be allegedly damaged and worn. There was no reported patient injury.